Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable as the left side of the touch screen was black and would not illuminate. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 84mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.